Event description:
It was reported that the patient's "wire" came loose and she wasn't receiving therapy for the previous 6 months. She has not seen her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).